Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4). Case description: customer inquiry of device not completing the preventive maintenance 8300 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: pm testing. Case resolution: customer inquiry of device not completing the preventive maintenance 8300 (s/n 13587225). Assisted customer to identify problematic fault associated with the logic board of device. Review of the error log associated with the unit, has the error code 500.5040. Check of the operate software (firmware), version incompatible. 8015 device has operate software version 9.19, with the attached 8300 at version 9.33. Customer to flash their 8015 device to version 9.33, to be compatible with the 8300 device. Informed customer, if any further concerns and/or issues to give a call back. End call.